Manufacturer narrative:
The returned driver was examined microscopically. A fracture was noted on the hex driver approximately 2mm from the transition zone to the round shaft. The three flats of the hex drive feature were found to be .0590", .0590", and .0590" which is within tolerance of .0589" +.0001"/-.0003". The flat surface of the fracture is indicative of a bending failure. This driver is not designed to withstand a bending load.

Event description:
During implantation of an aculoc 2 plate, the surgeon was going to remove the driver tip from a screw head after the insertion of the screw. The driver tip broke and the broken portion was left in the patient.